Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 323 to 503 mg/dl. Customer reported symptoms related to her high blood glucose levels included thirst. Customer started treated her high blood glucose levels with the insulin pump, but moved to insulin injections during really high episodes. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.